Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks. It was also reported there was high rate sensing in atrial and ventricular channels in some episodes. There were frequent noise episodes. Emi (electromagnetic interference) was suspected. Device is still in use. No further patient complications were reported as a result of this event.